Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported. It was further reported that the balloon ruptured after multiple inflations.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.